Event description:
Per customer's customer (B)(6) summary: dilator connector crack (B)(6). The device associated with this event is the second device in this procedure. Event occurred during device preparation, devices inspected prior to usage, a crack was found. The first device was unpacked to perform the setup for an asd closure procedure. During setup, a crack was confirmed at the connector part of the dilator. There had been no situation that could cause such damage prior to the discovery of the crack. An attempt was made to replace it with second device; however, a similar crack was also confirmed at the connector part of the dilator through the sterile package before opening it. The procedure was continued using the first device without opening the second device, and the procedure was then completed without any issues.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may have not been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report.